Event description:
Pt status post distal femur liss plate, screws with distal femur tumor resection and stabilization implanted on an unk date returned to another surgeon. Pt experienced infection and a non-union. Surgeon removed the hardware on (B)(6) 2011 with pt being revised to ex-fix. The infected area was washed and treated with antibiotics. Hardware was discarded, the original procedure was performed at another hospital. This is one of twelve reports for this event.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed.(B)(4): placeholder.